Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during unspecified occasions with multiple cartridges. Additionally, multiple malfunction alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate method of insulin therapy.